Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that around (B)(6) 2018, the patient thought the ins stopped working because they stopped feeling stimulation even though their programmer showed the ins was on. The patient tried turning stimulation up and down, changing groups, going into MRI mode and out of MRI mode, but none of that resolved the issue. It was noted the patient was able to charge just fine and the ins was confirmed to be charged. The caller was redirected to the doctor to have the device checked and for reprogramming. Since the patient currently does not have a doctor, physician listings were sent to the patient. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who was reported they did recalibration and switched to other lead. Patient reported they will be contacting the surgeon to remove the unit.

Manufacturer narrative:
Continuation of d11: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2015 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2015. Product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that about maybe 3 years prior to the report, in 2017 or late 2016, the sim hasn't been working and the patient wanted the therapy removed. The stim was working fine after implant, but then it stopped working because the patient broke the leads because he was too skinny and the ins was grinding into his hip causing more pain. No further complications were reported.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that a manufacturer representative checked the device on (B)(4) 2018. The automatic function was completely non-functional. The other settings were working 80/20 on the left side. The damaged side was only working 20%. No further complications were reported.